Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va08wzt, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va09mf2, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient had an open circuit at contact 8 which was found during initial programming. The patient had better tremor control in their right hand with using contact 0. They had used contact 9 on the other side with ¿not as good control.¿ it was further reported impedances were all within normal limits during the stage 2 procedure. It was further reported contact 8 was >40,000 ohms. There were no lead fractures and no actions were taken to resolve the event. The patient status at the time of report was unknown.